Manufacturer narrative:
(B)(4). Batch #t5cu49. Device analysis: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a whipple procedure the reload was fired, but it didn't form correctly (no proper b-form, remained in the open position). He used other reloads to complete the procedure. No patient consequence mentioned.